Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer ,regarding the patient. It was reported, that the patient had a new device implanted on (B)(6) 2020. The old device was taken out of the patient¿s back. It was noted, that the circumstances that led to the loss of adequate therapeutic relief was that the old device was no longer effective, due to its age. The replacement device resolved the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a loss of therapeutic effect and the patient's ins was going to be replaced on wednesday (B)(6) 2020. It was noted the reason for replacement was the therapy was not providing adequate relief. The patient noted they were getting some pain down both legs and they did not have that pain when the ins was first installed. The patient stated initially the pain was just in the lower back on the right side of it. Gradually, the patient started getting pain down the right leg and now the pain was down both the right and left leg. The patient thinks they noticed it about 12 months ago prior to (B)(6) 2020. No further complications were reported or anticipated.